Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. An investigation was conducted on one sample and one photo of a 1 ml luer-slip syringe (part number 301025). The sample exhibited a brownish discoloration on the barrel tip, consistent with embedded foreign matter, and the photo confirmed the same defect. This condition does not meet product specifications. The potential root cause is associated with the molding process, where degraded plastic may occur if resin is exposed to prolonged high temperatures inside the molding machine, such as during startup. Per procedure, molded parts produced after startup should be scrapped until no degraded plastic is observed; incomplete execution of this step can allow defective parts to pass through. This defect is cosmetic and does not pose a risk to the customer. Additionally, a device history record (DHR) review was completed for the provided lot number 5079342, which showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints for this device and condition will continue to be tracked and trended. Data will be included in monthly trend reports and reviewed regularly by the business team to identify emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml s/t bns had foreign matter. The following information was provided by the initial reporter: material: 301025. Batch#: 5079342. Verbatim: rcc received a complaint via email. Email(s) attached. Debris or foreign body found inside of the 1 ml ll syringe. Pack was not used, no patient in room, room was broken down and they opened another pack. Customer would like the foreign body tested and identified. Mfg. Sku number: 301025. Investigated component lot number: 5079342.